Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.

Event description:
The pt was treated in the study with a precise stent in the right internal carotid artery. Post procedure, the pt begin experiencing chest pains later in the evening following the index procedure. The pt has a history of chest pains, CABG, grafts and had chest pains at baseline. The following day, the pt showed a "bump" in his cardiac enzymes; however, the pt had no EKG changes. The pt was diagnosed with chest pains and was not treated. Chest x-rays were completed and the pt was discharged. Through an adjudication, the pt adverse event was changed from chest pains to a myocardial infarct.